Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have any history of conduction disorders including right bundle branch block (rbbb), left bundle branch block (lbbb) or first/second degree atrioventricular block. The length of the membranous septum was 5.3mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) was performed. Later, the patient went into a heart block. The valve was implanted successfully at a depth of 5mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Temporary pacemaker and permanent pacemaker were required to resolve the event. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.